Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that a patient's ipg and extensions were explanted due to an infection at the incision site. The physician does not believe the infection was related to the device however believes it to be procedure related. The patient was administered IV antibiotics and the patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-3138-25. (B)(4). Description: lead extension, 25cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a patient's ipg and extensions were explanted due to an infection at the incision site. The physician does not believe the infection was related to the device however believes it to be procedure related. The patient was administered IV antibiotics and the patient is reportedly doing well.